Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulty and guide wire tip detachment occurred. The target lesion was located in the coronary sinus. After the mailman guidewire crossed the lesion, a non bsc coronary sinus lead was advanced over the wire however the lead cannot be moved forward and became stuck. When the guide wire was pulled back, the tip of the wire came off and was left in the coronary sinus. An attempt was done to retrieve the detached tip but was unsuccessful. No patient complications were reported and the patient's status is stable.